Manufacturer narrative:
Device not yet returned for analysis. Investigation in process but not yet complete.

Event description:
It was reported that, "doctor was putting the screw in for a bunion and the tip of the screwdriver broke off. The piece was retrieved."